Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to cracked/detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had loose drive support cap. The customer¿s blood glucose was 270 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and send pictures of the insulin pump for analysis. The insulin pump will not be returned for analysis.